Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to confirm the reported event. The breathing system assembly was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the bellows come down with vent mode. There was no report of patient involvement.